Manufacturer narrative:
The reported field event of high impedance and no capture were not confirmed in the laboratory. A complete lead was returned and analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during an implant procedure, high and out of range pacing lead impedance and no capture were observed on the right ventricular lead. The lead was replaced successfully and the operation was completed without any discomfort.